Event description:
Reporting status: malfunction. Reporting rationale: shaft separation / no medical intervention, has contributed to patient injury previously. Device issue: shaft separation. It was reported that after stent implantation, resistance was noted while removing the stent delivery system (sds). The shaft broke approximately 10 cm proximal. The sds was completely removed. Reportedly, there was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor. Quality assurance analysis revealed that the sds was returned with blood and fluid visible in the inflation lumen and the balloon. The balloon had loose folds. The sds was separated 1.5 cm distal to the guid wire exit notch. The distal section was returned. The separated edges were stretched and the material was wavy. There was no other damage noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that there was resistance when attempting to remove the sds after implant and the shaft separated. Quality assurance technician analysis confirmed that the shaft separated just distal to the guide wire exit notch. Only the distal portion of the shaft was returned, but the separated edges were stretched. This is consistent with encountering resistance and pulling on the shaft. The separation of the shaft in this case may be a result of tensile overload, but a conclusive root cause cannot be determined. A review of the finished device lot history record did not reveal any non-conformities that could have contributed to this complaint. This MDR is considered closed by the quality assurance department.